Event description:
It was reported that a patient was complaining of dizziness. Device interrogation showed a little higher lead impedance and threshold. The patient again complained of syncope and had a heart rate of 32 bpm. Lead impedance measured 1850 ohms, threshold was 2v and not pacing. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed.